Event description:
The customer alleges the compact drum vial did not have exp date, lot #, or controls ranges printed on vial. The customer verfied the other vials in the same box were correctly labeled, but had used all strips from the suspect drum vial and had thrown it away. Controls were not run. The customer could not verify the expiration date of the vial and labeling instructs the customer to dispose of the drum if it is beyond the "use by date", which is supposed to be printed on the vial. No report of an adverse event. Return requested and replacement was sent.